Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 45 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 18 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of 50 to 52 mg/dl were recorded at 12:58:25 am to 01:03:25 am on 3/10/2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 12:58:25 am on 3/10/2020. A user initiated tubing fill of size (B)(4) was observed at 5:23:57 pm on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 7:14:48 pm on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 10:54:08 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 7:16:37 pm date: (B)(6)2020 iob: 6.39. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 43 to 48 mg/dl were recorded at 10:28:29 pm to 10:43:27 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 10:28:29 pm on 3/10/2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:23:49 pm date: (B)(6)2020 iob: 1.45. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 51 mg/dl were recorded at 12:48:31 pm to 1:03:31 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 12:48:31 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:58:06 am date: (B)(6)2020 iob: 0.99. Time: 11:08:45 am date: (B)(6)2020 iob: 1.76. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 10:56:56 am date: 3/12/2020 iob: 0.48. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 52 was recorded at 6:13:31 pm on (B)(6)2020. Continuous glucose monitor (cgm) values of 46 to 49 mg/dl were recorded at 6:33:32 pm to 6:43:34 pm on (B)(6)2020. Blood glucose (bg) of 20 mg/dl was entered into the pump by the user on (B)(6)2020 at 6:48:50 pm. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 6:13:31 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:34:55 pm date: (B)(6)2020 iob: 0.92. Time: 4:49:20 pm date: (B)(6)2020 iob: 1.17. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 2:17:07 pm date: (B)(6)2020 iob: 0.51. Time: 2:56:33 pm date: (B)(6)2020 iob: 1.20. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6)2020 at 06:24:06 am. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 06:23:33 am on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 11:05:54 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 42 to 50 mg/dl were recorded at 06:23:33 am to 06:38:33 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 06:23:33 am on 3/13/2020. A user initiated tubing fill of size (B)(4) was observed at 11:05:54 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 52 was recorded at 09:38:33 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 09:38:33 am on (B)(6)2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 08:41:16 am date: (B)(6)2020 iob: 1.46. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6)2020 at 01:58:58 am. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6)2020 at 02:00:48 am. Blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6)2020 at 02:01:56 am. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 01:58:35 am on 3/14/2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:00:49 pm date: (B)(6)2020 iob: 1.24. Time: 12:32:37 am date: (B)(6)2020 iob: 1.33. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 01:58:35 am to 02:13:38 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 01:58:35 am on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:00:49 pm date: (B)(6)2020 iob: 1.24. Time: 12:32:37 am date: (B)(6)2020 iob: 1.33. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6)2020 at 02:00:01 am. Continuous glucose monitor (cgm) value of 47 was recorded at 01:59:02 am on (B)(6)2020. Continuous glucose monitor (cgm) value of 50 was recorded at 02:08:59 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 01:59:02 am on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 7:45:42 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 10:15:24 pm date: (B)(6)2020 iob: 0.94. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 9:16:46 pm date: (B)(6)2020 iob: 0.72. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 52 mg/dl were recorded at 8:29:08 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 8:19:03 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 2:30:04 pm date: (B)(6)2020 iob: 0.80. Time: 6:43:56 pm date: (B)(6)2020 iob: 0.38. Time: 6:55:56 pm date: (B)(6)2020 iob: 1.62. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 02:19:06 am to 02:29:06 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 02:19:06 am on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 9:03:13 pm date: (B)(6)2020 iob: 0.35. Time: 12:30:22 am date: (B)(6)2020 iob: 1.25. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 12:27:14 am date: (B)(6)2020 iob: 0.32. Requesting a bolus with iob may lead to a low glucose event. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6)2020 at 1:14:30 pm. Continuous glucose monitor (cgm) values of 46 to 50 mg/dl were recorded at 1:04:07 pm to 1:14:07 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 1:04:07 pm on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 11:19:20 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 11:19:20 pm on (B)(6)2020. The user made the following bolus request(s) while having insulin on board (iob): time: 5:47:33 pm date: (B)(6)2020 iob: 1.39 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 51 was recorded at 01:49:25 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 01:49:25 am on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 8:32:48 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 50 was recorded at 08:54:25 am on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 08:54:25 am on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 53 was recorded at 11:59:27 pm on (B)(6)2020. A user initiated tubing fill of size (B)(4) was observed at 4:07:56 pm on (B)(6)2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 42 to 49 mg/dl were recorded at 1:09:28 pm to 1:19:32 pm on (B)(6)2020. A cgm alert 1 (cgm low alert) for a reading of 43 was enunciated at 1:09:28 pm on (B)(6)2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.